Event description:
We became aware of an issue by a system hospital that they found a duck valve that got stuck while trying to use a resuscitation bag valve mask. We checked our supplies and found (B)(4) defective valves. With some extra pressure the valve will release, but in a code situation these valves could pose a risk.

Manufacturer narrative:
(B)(4). The affected device was not returned and investigated. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.